Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. A review of the device history records is not possible without additional device information.

Event description:
It was reported that the patient underwent a spinal procedure. Approximately four years post op the patient felt back pain. It was found that the implant was broken. The implant was explanted seven years post op. No additional patient information was provided.